Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-may-2018 with the following findings: during the investigation, a review of the black box showed multiple unexplained power reset events on (B)(4) 2018. The battery compartment was found to be cracked. The audio bolus button cover and slug were detached and missing. The returned battery cap¿s threads were stripped, and the cap was unable to fit to maintain electrical connection. A test battery cap was used and it was able to fit. Evidence of moisture corrosion was observed in the battery compartment. A leak test failed due to a battery compartment leak, and a bolus button leak. The pump powered on with auditory and vibration to a blank screen. Further testing was unable to be verified to adequately investigate the reported ¿power¿ complaint. The pump¿s cover was removed, and further moisture corrosion was found to the display screen, and to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter sated there was a crack in the battery compartment, which allowed the compartment to become filler with water. The reporter also alleged the pump was stuck on the verify screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.